Manufacturer narrative:
The lot number is not known, therefore, device manufacturing and expiration dates are not known. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hta pro cerva procedure set unit was used during a hysteroscopy procedure. According to the complaint, during the procedure, the physician perforated the uterus with the sheath. The physician aborted the procedure and the patient was sent home to recover. Follow up information received on 10/06/2009 and 10/14/2009, confirmed that there was an unexplained fluid loss alarm that was displayed during the procedure, at which point the procedure was aborted. The perforation healed on it's own, no medical treatment was required. The procedure was not completed due to this event and there were no further patient complications reported.